Event description:
It was reported that the patient complained of light headed/dizziness. The right ventricular (rv) lead had increasing and high thresholds as well as diminished sensing. The rv lead was repositioned. At the post operative check, the physician noticed that the right atrial (ra) lead had increased threshold. After an x-ray, it was noticed that the ra lead had pulled back. On fluroscopy, the lead was noted in "normal implant position" when the patient was supine. The ra lead was revised to provide additional slack. Both leads remain in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management trend data show threshold measurement increased form 0.625v the week of (B)(6) 2015 up to 2.5v the week of (B)(6) 2015. The rv threshold was last measured on (B)(6) 2015. Rv capture management has since been reprogrammed off. Analysis of the device memory indicated the sense egm amplitude measurements had changed. The r-wave amplitude decreased suddenly during the first week of implant to as low as 1.25 mv. The last measured amplitude was 1.625 mv.